Manufacturer narrative:
Known inherent risk of procedure, the link with the concerned device is highly improbable. This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision surgery on (B)(6) 2015 due to "infection" (propionibacterium). The implanted tornier prosthesis was removed. Another device was implanted without incident. Patient ID: (B)(4).